Event description:
A monopolar connecting cable was being used with a disposable grasper for a laparoscopy procedure. The cable then sparked near the hand instrument and the cord burned apart at the connector. No injuries were reported.